Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 316 mg/dl less than 36 hours after the pod activated. The noticed insulin leaking onto the adhesive pad and on his skin. The pod was deactivated and he stated the needle never "fired" the cannula into the infusion site.